Event description:
It was reported that the patient's device was exposed superficially. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had ¿big¿ scars from having the devices taken out and put back in. The patient stated she got tired of having the device replaced when it would become superficial.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported in (B)(6) 2011 the patient's "perc lead system" was removed and a "paddle lead system" was implanted. It was reported that the patient outcome was fine and no malfunctions had been noticed with the lead or device. It was stated that the hcp never saw the patient after that. Additional information received reported that the patient's five replacement procedures were performed with this hcp's office on (B)(6) 2010, (B)(6) 2010, (B)(6) 2009, (B)(6) 2009, and (B)(6) 2009. It was noted that the initial replacement was due to the wound not healing, the rest were due to pain at the pocket site and the patient kept losing weight, so the device would move. It was clarified that in each instance the devices were replaced; new batteries and leads were used. It was stated that the patient was last seen on (B)(6) 2012 for reprogramming and stimulation adjustment. It was stated that at the end of that appointment, the patient was doing fine. It was noted that none of the devices were available for return to the manufacturer.